Event description:
On (B)(6) 2009, the patient reported that in (B)(6) he noticed insulin leaking around his infusion site when the insulin cartridge is at 100 units remaining or less. He stated that he would change the infusion site when this occurred. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.